Event description:
Patient representative reported ¿a diagnosis of bia-alcl, rashes, tingling skin, severe inflammation of lymph nodes, fear of cancer recurrence, emotional distress, pain and suffering.¿ patient representative additionally reported ¿hair loss, substantial hospital, medical and pharmaceutical expenses, and loss of earnings;¿ these events are not device related. Treatments noted as follows: ¿invasive surgeries to remove breast implants, capsules, lymph nodes and total mastectomy leaving permanent scars, chemotherapy, radiation, multiple contrast-requiring and/or radiation-exposing scans.¿ no pathological markers have been received. Device has been explanted. This represents the left side.

Manufacturer narrative:
(B)(4). The events of lymphoma-alcl-suspected and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: diagnosis of bia-alcl, rashes, tingling skin, severe inflammation of lymph nodes, fear of cancer recurrence, emotional distress, pain and suffering